Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Five (5) attempts have been made to obtain; patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. The customer is under contract, he refused service from lumenis. Review of DHR of ga-0005200:22167 has demonstrated that the system was manufactured, tested and released according to lumenis specifications. M22 22167 was manufactured on 07/09/2018 and installed at the customer site on 10/30/2018. While the information received to date does not confirm that a serious injury occurred nor malfunction, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that a patient sustained burn reaction, the m22 system doesn't show any errors.